Manufacturer narrative:
Multiple attempts were made to contact customer to discover results of potential medical treatment but no reply has yet been received. The pictures did not visually confirm or not confirm the allegation of cushion flattening. The allegation cannot be assessed until the cushion is received for inspection, which it has not been.

Event description:
Complaint states user is uncomfortable and cushion is flattening. User has a sore forming. The user is a 51-year-old female, 230lbs and 57" tall. She has cva with hemiparesis. They are alleging that a sore is forming due to the flattening of the cushion. At the time the complaint was filed on 6/2/2025, there were no actions taken by caregivers for the alleged sore forming and the patient had not yet seeked medical intervention. The customer stated that the user would be seeing her doctor on (B)(6) 2025. Multiple attempts to get answers to follow up questions about the extent of the injury, prognosis, and if they received a replacement were sent but no response was received. Although pictures were initially provided, the allegation of cushion flattening cannot be confirmed by the pictures alone without a returned product to inspect. There have been no updated pictures or returned product.